Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the pump was moving like death and they were getting service code 156. Patient stated that service code 156 appeared last sunday and then again on tuesday. Patient stated that the equipment was taking about two minutes before delivering a bolus. Agent clarified with the patient and they confirmed that the pump was not actually moving. The issue was that the handset and communicator were not communicating. Agent had the patient close all applications on the handset and then attempt to connect to the pump. Patient saw no pump response. Patient stated that they usually kept the white side of the communicator facing the pump instead of the blue side. It was then discovered that the handset was lagging at 90%. Agent guided the patient through deleting the handset data. Patient was then able to connect to the pump without any lag. The troubleshooting steps taken during the call resolved the issue. When asked for the event date, patient stated that it had been a while and that it was about a month and a half.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.